Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/ confirmed the customer reported complaint. The debakey forceps instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Root cause of this failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product. System logs showed that the instrument was last used on system number (B)(4) on (B)(6) 2020 and it had 8 lives remaining. A review of the submitted image was performed and there is no additional information provided. Based on the information provided at this time, this complaint is being reported because the debakey forceps instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although there was no patient injury reported, if this failure were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci-assisted radical tonsillectomy surgical procedure, the debakey forceps jaws would not move. The procedure was completed with no reported injury.